Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no adverse impact to the customer's blood glucose (bg) level for the past events and the customer cleared the alarm to resume insulin delivery. The customer¿s bg level was approximately 300 mg/dl for the most recent event. The bg level was addressed with a bolus via the pump and the customer reported a bg level of 90 mg/dl at the time of report. Reportedly, the customer reverted to manual injections.